Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of several call service 064 alarms with high force due to occlusion during prime. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The report contacted animas on (B)(6) 2017 alleging a call service alarm issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.